Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s stimulation shut off due to high current. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ins was explanted and replaced with a new ipg resolving the issue. Reportedly, therapy was restored post operatively.